Manufacturer narrative:
Other, other text: b5: additional information was received by smiths medical and attached on 29-oct-2021: there was no patient's involvement and the event happened during bench testing. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing, minor scratches on lcd lens screen and a bubbled dso (downstream occlusion) sensor seal. The customer stated problem was not duplicated. Event history log was reviewed and the error was found multiple times. Dso sensor was replaced for preventive measure. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that a smiths medical cadd solis pump alarmed "cassette not attached." No patient harm has been reported at this time.